Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. The patient was hospitalized for the event the next day. On an unreported date, the patient was treated with reflin (1 gram a day, route not reported), tobramycin (40mg a day, route not reported), and heparin (5ml three times a day, route not reported). It was reported that the treat with antibiotics was ongoing. Pd therapy was ongoing. At the time of this report, it was not reported if the patient had recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for an unknown titanium adaptor. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).